Event description:
It was reported that at implant, the lead had diminished r-waves and high impedance. The lead was positioned in multiple locations with the same result. The lead was not used and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism.